Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, at the first firing, the surgeon could not fire the device even if the green button was pressed and the handle was squeezed. The procedure was completed with another device. The surgical time was extended by less than 30 min. No patient injury.